Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose at the time of the incident was not provided. It was reported that there was a crack in the battery compartment and it was unknown how it happened. It was also reported that the insulin pump had a partial display. The anomaly persisted even after a battery change. Self-test resulted in missing segments. It was reported that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with partial display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with minor scratches on case, cracked battery tube threads, scratched keypad overlay, pillowing keypad overlay, cracked retainer, cracked case (battery tube) and minor scratches on lcd window.